Event description:
It was reported through clinic notes date (B)(6) 2011 that the vns patient had an increase in seizures due to unknown reason. Information from the treating physician's office indicated that presently the patient's generator is at end of service. Nonetheless, it is unknown if the increase in seizures was related to end of service of the device as good faith attempts to obtain further information have been unsuccessful to date.

Event description:
The explanted generator was returned for analysis. A depleted battery was confirmed in analysis and determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received from the area representative indicating the patient underwent generator replacement surgery due to end of service of the device. At the moment good faith attempts to obtain the explanted generator returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) correction: corrected date to (B)(4) 2012. If explanted, give date (mo/day/yr: explant date omitted on supplemental 01 report. Added to this report. Date user facility or importer became aware of event (mo/day/yr) corrected data: (B)(4) 2012.